Event description:
The clinician reports, that the implant was inserted (B)(6) 2017 in ada 14 of the patient's mouth. Details of surgery are reported as follows: sinus augmentation was performed at time of surgery. On (B)(6) 2019, loss of osseointegration of the implant was verified. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: peri-implantitis and mobility. No further patient complications were reported.